Event description:
Device was inserted at start of catheterization. At end of catheterization, the hard sheath detached from rest of the device and was unable to be retrieved. A vascular surgeon retrieved with minimally invasive surgery, performed with local anesthetic and conscious sedation. The sheath was obtained.